Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose level was 7mmol/l at time of incident. Insulin pump was replaced. Product will not be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Pump error 25 noted due to connector resistance issue on the electrical board.